Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information, but the caller was not with the charging cable required to perform the reset at that time, so the caller planned to find a cable and reset the pump independently.